Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received false positive elecsys toxo igg immunoassay and elecsys rubella igg immunoassay results for one patient from the cobas e 801 module analyzer. The initial toxoplasma igg result was 36 (positive) and the rerun result on vidas was negative. The initial rubella igg result was 34 (positive) and the rerun result on diasorin was negative. The units of measured were not provided. The questionable results were reported outside the laboratory. The reagent lot number and expiration date was asked for but not provided.